Event description:
Boston scientific received information that this patient had fractured his hip and was in the hospital. Device evaluation noted a three second pause on telemetry and right ventricular impedance measurements were greater than 2000 ohms in bipolar and unipolar configurations. Additionally, no capture could be obtained. A lead fracture is suspected.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller who has spoken with this patient's physician. There is no plan for a lead revision at this time due to the patient's age and dementia. The caller stated it was hard to determine if there were any patient related symptoms as the patient cannot communicate. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.